Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, guide wire damage occurred. The lesion was located in the severely calcified and moderately tortuous left superficial femoral artery (sfa). The physician advanced a 6f runway mp1 guide catheter using a contralateral up and over approach to the lesion site. Another manufacturer's guide wire was placed proximal to the lesion, however, it could not cross the lesion. The physician then used another manufacturer's 1.5 x 12 otw balloon for additional wire support, however, the balloon would not advance so the physician removed the guide wire and balloon as a single unit. The physician attempted to advance the amplatz super stiff guidewire through the guide catheter, however, the amplatz could not cross the lesion. When the physician removed the amplatz, the tip of the guide wire appeared to be frayed. The physician advanced a j wire and pulled the guide catheter and wire out as a unit. The physician noticed the guide wire was "broken at the hub". The physician decided to end the case. No post procedure complications were noted and the patient's status was reported as "ok".